Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding is a known potential complication associated with all patients implanted with vads. Device remains implanted.

Event description:
It was reported from the site that on (B)(6) 2016 the patient presented to the emergency department after calling to complain about increased fatigue, malaise and several dark stools. Patient was admitted on (B)(6) 2016 to hospital for further evaluation. A gastrointestinal consult on (B)(6) 2016 recommended esophagogastric duodenoscopy (egd) when inr is <1.8. The egd was done on (B)(6) 2016 which identified multiple gastric ulcers and friable mucosa as the likely source of bleeding. The large ulcer was clipped and treated with thermal therapy which resolved the bleeding. The patient was discharged home on (B)(6) 2016 afebrile and stable and the issue had resolved. No additional information is available.